Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the touch screen on the central control monitor (ccm) was not responding. The cursor was off and would not allow user to touch the perfusion screen, etc. They tried to power cycle and that did not work. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.